Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 500 mg/dl. Customer did not troubleshoot for high blood glucose as the insulin pump was lost. Customer also reported that the reservoir came out and was just hanging from her body. Insulin pump will be returned for analysis.